Manufacturer narrative:
Additional information was received that the patient had an acceptable clinical outcome. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: complaint device was returned for evaluation and the lens was observed cut by the center in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to "iol removal or explant process." Reported complaint was not confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. A review of the complaints related to the production order was performed and revealed there were no other related complaints found for this order number. A review of the historical complaint data did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for proper use of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced poor post-op refraction after implantation of a zcb00 intraocular lens (iol) into patient's right eye. The iol was explanted. Incision enlargement was not required. No further information was provided.